Event description:
Volume of product used; approximately 300 ml. How applied; instilled laparoscopically. Details of event: patient underwnet laparoscopic supracervical hysterectomy (lsh) - including adhesiolysis. Upon follow-up, the surgeon noticed increased right side labial edema and extensive bruising - the edema/swelling resolved within 2 days without further intervention, but some bruising still remains. The surgeon is aware that labial edema is a common side effect of adept, but was concerned that adept may have also caused the bruising.

Manufacturer narrative:
Baxter medical director assessment: the described reaction (labial edema) is an expected adverse events, that is outlined in the instructions for use of adept: "in the pivotal study, the most frequently occurring (report incidence as % of number of patients) treatment-related adverse events between surgeries were post procedural leaking from port sites, labial, vulvar or vaginal swelling and abdominal distension". The bruising is most probably the result of microhemorrhagies in the edematous tissue, and thus may usually take longer to disappear. While "vulvar edema" is an expected adverse event, extensive bruising is not mentioned in the IFU. This may occur exceptionally (never reported before) if the patient's connective tissue is "weak" and the edema determines microvessels to rupture. Alternatively bruising may also be caused in conjunction with coagulation disorders. This event (bruising) may potentially prolong the patient's recovery and thus is categorized as a serious injury. The described events are related to the use of adept. No additional investigation or measures are required.